Manufacturer narrative:
The device has not yet been returned to the manufacturer. Therefore, a proper root cause analysis could not be completed, nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: lens placement technique, loading strategy, poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that there was a subluxation of the lens. Original surgery (implantation) was on (B)(6) 2024. The next day, the patient complained of visual disturbance. Lens explanted and replaced with another CT lucia 602 with power 18.0 the next day (B)(6) 2024.

Manufacturer narrative:
Field d9: updated to "yes". Field g3: updated "date received by manufacturer." Field g6: updated to "follow-up # 1 and 30-day". Field h2: select "additional information and device evaluation". Field h3: updated to "yes". Field h6: added "component code" 4720. Added "type of investigation" code 10. Attach the evaluation summary - evaluation summary (3010126268-2024-00041).